Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the information available, a conclusion code of adverse event related to patient condition was assigned to this investigation, as the patients condition, disease, or anatomy is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced the adverse event.

Event description:
It was reported that a patient with a tactra experienced discomfort near the meatus as the patient felt pressure at the tip of his penis. A surgical procedure was performed to remove the tactra and replace with an inflatable penile prosthesis (ipp). No further patient complications were reported.